Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an alert in the remote home monitoring system for atrial fibrillation (af). It was noted that the patient has no history of af and appeared to be due to both over and undersensing. Further review found a battery depletion code. Boston scientific technical services (ts) was consulted and discussed that the electrogram (egm) markers were misaligned. Engineering analysis reviewed the data and found that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty connecting via the remote home monitoring system which impacted the sensing and created a high current condition causing the erroneous battery depletion code. Engineering confirmed that the issue had been corrected when a good connection with the remote home monitor and s-ICD occurred. The s-ICD remains in service and no adverse patient effects were reported.